Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter: attorney.

Event description:
New unity record created in order to update etq complaint number (B)(4). Complaint description: patient was revised to address pain and elevated metal ion levels. Update (B)(6) 2016 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported vomiting, flu-like symptoms, fever, severe pain, body aches, right hip infection, left hip effected mobility with sharp pains and soreness, fluid found in left hip, discomfort, unable to sit or stand for long periods of time, unable to exercise and do strenuous activities. Revision surgical note did not report any harms. Pfs reported metal ion lab results to be less than 7 parts per billion. There is no new additional information that would affect the existing investigation. The complaint was updated on: (B)(6) 2016. Update ad (B)(6) 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets received. In addition to what were previously alleged, ppf alleges pseudotumor, infection and metal wear/metallosis. Added cup due to alleged infection. Added lawyer and law firm. Doi: (B)(6) 2010 - dor: (B)(6) 2014(left hip). Patient is bilateral. See (B)(4) for the right hip.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.